Event description:
The rv lead connected to this device was reportedly fractured. A re-intervention occured: the lead was capped and the device was returned for expertise.

Manufacturer narrative:
Preliminary analysis showed that the device operated as specified.

Event description:
The rv lead connected to this device was reportedly fractured. A re-intervention occured: the lead was capped and the device was returned for expertise.

Event description:
The rv lead connected to this device was reportedly fractured. A re-intervention occured: the lead was capped and the device was returned for expertise.